Event description:
Teletom boom shelving was reported by the user facility to have fallen while a female nurse was positioning the boom in or4. A nurse was reportedly struck by the shelving.

Manufacturer narrative:
Investigation: after the event, berchtold inspected the boom and found that the shelving had all four hanger bolts in place, but was missing the stop screw that would prevent the shelving from lifting off the hanger bolts in the event, the boom was lowered onto something. It is unk if the hospital biomedical or an outside contractor had serviced the boom since installation. Corrective/preventative action: berchtold technicians serviced the boom and installed stop screw at the user facility. Additional berchtold booms at the user facility were inspected and found to have the stop screws in place. The user facility reported that the injured nurse was treated for a muscle contusion (bruise) and released without hospitalization. It was also reported that the nurse returned to work, with restrictions.